Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was able to turn on and work properly and did not power off without user input. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off. This occurred upon power up in the medicine ii department. There was no patient involvement. No additional information is available.